Manufacturer narrative:
In previous report, the manufacturer reported incorrect information in box a, box b, box d, box e, box g and box h. The following correction has been updated in this report. In box a: patient identifier has been updated. In box b: event date has been updated. In box d: serial number has been updated. In box e: initial reporter details has been updated. In box g: date received by mfg has been updated. In box h: manufacture date has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges visualization of particles in the device. There is no allegation of serious or permanent harm or injury. No medical intervention was specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges visualization of particles in the device. There is no allegation of serious or permanent harm or injury. No medical intervention was specified. After the second attempt to have the device and components evaluated, the customer responded but there is no information regarding device return to the manufacturer for evaluation. The manufacturer is submitting an updated report at this time. If pertinent information becomes available regarding device return and completion of evaluation, a follow-up report will be filed. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.